Manufacturer narrative:
H.6 investigation summary "material #: 368774; lot/batch #: 221013. Bd had not received samples or photos for investigation. Therefore, 5 retention samples from bd inventory were evaluated by functional testing, each filled with a liquid of the same specific gravity as serum and centrifuged at 1300g for 5 minutes and no issues were observed relating to gel above serum as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode gel above serum. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported that while using the bd vacutainer® rapid serum tube (rst) blood collection tubes thrombin that there was poor barrier separation of sample. The following information was provided by the initial reporter: customer problem: customer reporting that the gel separator is floating to the top of the tube during centrifugation. Catalog 368774 lot# 221013. Issue with gel separator.

Event description:
It was reported that while using the bd vacutainer® rapid serum tube (rst) blood collection tubes thrombin that there was poor barrier separation of sample. The following information was provided by the initial reporter: customer problem: customer reporting that the gel separator is floating to the top of the tube during centrifugation. Catalog 368774 lot# 221013 issue with gel separator.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. In this MDR, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. As sekisui is an OEM manufacturing site.